Event description:
The pt had no complaints pre dialysis. T97.4-p88 bp 130/100. Weight 73.6kdialysis was initiated. Each plan or target weight loss 0f 4.5kg. Ultrafiltration rate was set at 1.5kg/hr and maintained throughout the treatment. There were no alarms or incidence of equipment malfunction and the pts's blood pressure was stable during dialysis. Post weight was 72.2kg with estimated dry weight of 69.5 - 70 kg. The pt denied complaints or symptoms. T96.5 p-92, bp 120/80. The next day the pt was admitted to hospital with shortness of breath and chest pain. Evaluation of the dialysis machine by the technical deprtment determined there was a failure of pc board that regulated ultrafiltrations.